Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher scan result on the adc device in comparison to unspecified glucose reading on unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experience symptoms described as "dizziness and unstable". A caregiver provided glucose intravenously to the customer as treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a scan of 70 mg/dl on the adc device compared to a glucose reading of 27 mg/dl obtained on unknown device and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.